Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "having issues with their right breast implant. Patient is having pain and explained they had gone to their doctor because of the continuous pain from the implant. Patient had scans and they found capsular contraction(baker grade unknown)." The device remains implanted.